Event description:
It was reported that there was an air embolism. On december 4th a left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, aspirin was administered. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was advanced through the sheath into the laa of the patient. At this time the patient experienced an st segment elevation due to a microbubble. The closure device was removed and the st segment returned to baseline within 2-3 minutes. Following this the procedure was continued and the closure device was successfully implanted with complete laa seal and deployed device diameter of 21.1 mm. After the procedure, the patient was started on clopidogrel. There were no other patient complications that were reported. The events were resolved and the patient is doing fine. The patient was discharged one day post procedure.